Manufacturer narrative:
Visual analysis of the returned device identified: wear abrasion, crease fold and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior side and opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. A striated edge opening on radius side due to surgical damage. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "partial" deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "partial" deflation. Device has been explanted.